Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed no delivery multiple times and their insulin pump had physical damage on the lcd display. The customer also reported that insulin pump batteries were not lasting as they used to. The customer¿s blood glucose level was unknown at the time of the incident. The damage on the display made it hard to read. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected batter power loss, missing segments or partial display and no excessive no delivery alarm noted during the testing.